Event description:
Perfusion of the vein could not be effected after the catheter was introduced. The catheter was removed from use and upon withdrawal was observed to be 15 to 20 cm shorter than an unused catheter. The distal fragment of the catheter was removed surgically and no patient ill effects were sustained.

Manufacturer narrative:
Correction of mfg site in section d3.